Event description:
The limited info from the customer captured by the philips response center (rc) indicated the device had a red x displayed in the device ready for use indicator (rfu). On (B)(6) 2012, the philips customer repair center (crc) evaluated the device, confirmed the rfu red x, and found that the device was displaying a latched shock equip malfunction inop with concomitant charge/shock failure- therapy pca entries in the device dumplog.

Manufacturer narrative:
(B)(4). The crc confirmed the stated problem and determined the cause of this malfunction to have been the therapy pca. There was no pt involvement. The crc replaced the therapy pca to resolve this malfunction. The device passed operational performance assurance testing and was returned to the customer.